Manufacturer narrative:
Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 5092457/5092461; model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had possible infection and developed lesions that were fluffy at the surgical site. It was also reported that the original incision have not still fully healed. The physician was hard to tell if it was infected and they were sending it to pathology and did not believed that it was procedure related. The patient underwent an ipg and leads explant procedure.